Manufacturer narrative:
One 14f x 24cm jet cath was returned for evaluation. A visual inspection of the device revealed the blue soft tip of the catheter is missing from the distal end of the catheter. The tip was not returned. A supplier corrective action request was issued to the contract manufacturer. The contract manufacturer's investigation revealed the root cause is most likely due to a poor union between the tip and the lumen on the beaded side of the lumen. This occurred during the tip forming process. As a result the dimension of the beading used to bond the lumen and the depth of beading insertion will be changed. The procedure will be updated to clarify instructions and add visual aids. An additional procedure will be initiated for the mod tip and form tip operations. Based on historic data this is not a systemic issue and is considered an isolated incident. This type of event will be trended through the complaint handling process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the catheter was inserted into the patient, it could not be positioned correctly when the same was pulled back the tip of the catheter remained in the patient and has not yet been retrieved.